Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model eg29-i10c-us available in the united states with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of the following complaint: "black spots in the image" that was observed in the workshop, during inspection in the (B)(6) region, involving pentax medical video gastroscope model eg29-i10c, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The cmos(complementary metal oxide semiconductor) chip will be replaced as part of the service repair order. The endoscope is still at (B)(6).